Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D10 ¿ product received on: 29oct2019. Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications of the device, and a visual inspection, were conducted during the investigation. The complaint device was returned for investigation. Physical examination of the returned device showed the coil was elongated throughout the device. There was biomatter noted throughout the device. The weld ball was present. Based on the known information, there is no evidence to suggest the device was not manufactured to the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device history record (DHR) for reported lot records one non-conformance. This affected a quantity of one that was scrapped. A database search revealed no other complaints have been reported for the device lot. There is no evidence to suggest there is any nonconforming product in house or out in the field. The device is shipped with instruction for use (IFU) which notes: warnings: "nester embolization coils are not recommended for use with polyurethane catheters or catheters with sideports. If a catheter with sideports is used, the embolus may lodge in the sideport or pass inadvertently through it. Use of a polyurethane catheter may also result in lodging of the embolus within the catheter." Precautions: "prior to introduction of the embolization coil, flush the angiographic catheter with saline." Instructions for use: "2. Firmly grasp the loading cartridge between thumb and forefinger. Introduce the metal end of the loading cartridge into the base of the catheter hub. Lock loading cartridge onto catheter hub by turning luer lock adapter clockwise. 3. Maintaining position of the cartridge, advance the stiff portion of the wire guide into the loading cannula. Push the coil into the first 20 to 30 cm of the angiographic catheter. Remove the wire guide and loading cartridge. 4. With the flexible tip of the wire guide, advance the embolization coil to the tip of the catheter. Verify position of the angiographic catheter prior to deployment. 5. Deploy the coil by advancing the wire guide past the tip of the catheter." It is possible that unknown procedural issues led to the failure. If the catheter was not adequately flushed prior to deployment of the coil, it could have caused the coil to become stuck, and potentially unravel prior to exiting the catheter. The coil also could have become stuck on the guidewire somehow, which could have caused it to unravel in the catheter. Based on the information provided, inspection of returned product and the results of the investigation, it was concluded that a component failure contributed to the failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: preamendment this report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a female patient required placement of a nester platinum embolization coil for a fistulagram procedure. While the operator attempted to deploy the device, the "coil unraveled and got stuck in the catheter". The catheter and the coil were removed from the patient. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.